Manufacturer narrative:
Pt's weight updated to reflect the patient's weight at the time of the event. Updated to reflect the information received on 2018-jun-07. If information is provided in the future, a supplemental report will be issued.

Event description:
June 7, 2018 (hcp, (B)(6)): additional information was received from a healthcare provider (hcp) via a clinical study on 2018-jun-07. The patient's weight at the time of the event was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-sep-22. It was reported that the event was unresolved at the time of study exit/death/study closure.

Manufacturer narrative:
Correction: (B)(4) has been applied and only applies to the 8870 software application. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: device information refers to the main component, the other relevant components include the catheter (product ID 8780 lot/serial# (B)(4)) and product ID: 8870, lot/serial# unknown, implanted: n/a, explanted: n/a, product type: software, ubd: n/a, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #pli 10: system reported pli 20: investigation summary - it was reported that the catheter was damaged during a spinal surgery unrelated to the pump/implant. As the event indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. The event was investigated to determine cause. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that this was a known event. It was reported that the patient's catheter was damaged. Common sequences of events and contributing factors that can lead to this known event are documented in the risk management file. Continuation of d11: product ID 8840 serial# unknown product type programmer, physician. Product ID 8780 serial# (B)(4) implanted: (B)(6) 2017 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient informed their healthcare provider at the (B)(6) 2018 visit that during a surgery on (B)(6) 2018 unrelated to pump that the catheter was damaged and therapy was suspended. Also, says that medication was removed from pump and replaced with saline but the pump was not reprogrammed with the change. Date unknown but sometime after surgery on (B)(6) 2018. Subject stated pump system was no longer being utilized, on (B)(6) 2018, and the patient does not want it to be replaced. The device was interrogated but results not provided. The issue was unresolved with no further action planned.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 10-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and arachnoiditis. It was reported per the patient that the catheter was damaged during a spinal surgery unrelated to the pump/implant. On (B)(6) 2018, the patient noted they were no longer utilizing the pump and does not want it replaced. No action was taken. The outcome of the event was noted as ongoing. The device diagnosis was catheter break/cut. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the subject was exited on 2018-(B)(6) and the reason for the exit was all enrolled products were inactive. No further information was reported.